Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed and ejected clips. It is unknown if it was the initial firing of the device. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.